Event description:
The customer reported that the system intermittently has the monitor go black and they have to reboot. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the ups. The system was tested and found to be working as intended and put back in service.